Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) provided a review of the episode, the primary and sensing vectors looked good, but noise could be reproduced, in the alternate sensing vector the signals were very small. Ts discussed option for primary and recommended possible x ray. A review of x ray noted it looked appropriate. This s-ICD system was reprogrammed to the primary sensing vector. Ts recommended having patient in latitude to review device sensing post reprogramming. This s-ICD system remains in service. No additional adverse patient effects were reported.